Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited a high pacing threshold. Upon further investigation, a lead fracture was suspected. A revision procedure was performed and the lead fracture was confirmed and the lead was replaced.

Manufacturer narrative:
To date, this right ventricular (rv) lead has not been received by boston scientific. Upon receipt, this lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed that the lead was severed into two pieces and a conductor fracture was noted. Visual inspection revealed that the conductor coils were punctured and extended beyond the lead tip where the lead was severed. It was revealed that the insulation damage that occurred may have been induced by tool usage. It was also noted that the stylet was returned inside the terminal pin which revealed set-screw marks and blood/body fluid in the lumen. Tissue was also noted in the helix. Continuity tests were performed and revealed no abnormalities of the lead. At this time, analysis is complete and the lead was archived by boston scientific.